Manufacturer narrative:
The reported observation of unable to set ipg to MRI mode¿ was confirmed. The root cause of the reported observation was due to a lead fracture that was located at the distal end of the swift-lock anchor while implanted. The lead fracture observed would have created a high impedance condition resulting in the ipg¿s inability to enter MRI mode.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000153653.

Event description:
It was reported that patient's system was unable to enter MRI mode. Troubleshooting revealed high impedances on one lead. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the system was explanted to address the issue. It is unknown which lead had the impedances.